Manufacturer narrative:
No product has been returned. The device evaluation will proceed with the available information with results sent in final report. (B)(6).

Event description:
An event involving primary plum set reported that there was a range of black and brown dots found inside the drip chamber and also found inside the area where the drip chamber was narrowed into the tubing as well as the smaller chamber just above the drip chamber. There was no patient involvement and no harm/adverse event reported.